Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the locking ring of the shell was rotated and therefore would not accept the liners to be seated.